Event description:
It was reported that the wake button was sticking and required the wake button be pressed multiple times to perform as intended. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to a backup pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.